Event description:
Information received from the field notes that during a routine follow-up, interrogation revealed the message that the device was either in back-up or was having recurrent telemetry errors. The mode was vvi with dashes (---) noted for several parameters. Ventricular sensing was inter- mittent. Attempts to program the rate were unsuccessful. The patient was pacemaker dependent and the device was replaced.